Manufacturer narrative:
Investigation summary: one (1) sample was provided for investigation. The sample was visually examined using unaided vision and it was observed that there is a piece of plastic from another syringe barrel in the fluid path of the barrel. As the plastic was in the syringe barrel in front of the stopper it had been introduced to the syringe before the plunger rod was inserted. A machine jam likely caused a syringe barrel to break and a piece fell into the syringe barrel and was not observed by an operator before the plunger was inserted into the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no.: 302832 batch no.: 9275438. It was reported that before use of the bd luer-lok¿ tip syringe had an issue with foreign matter. There was a piece of plastic floating in the barrel. The following information was provided by the initial reporter: customer called in to report a 30ml syringe had a plastic piece floating in the barrel.